Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin history pointers failed and corrupted. Customer blood glucose reading was 18.3 mmol/l. Troubleshoot was performed. Customer stated the insulin pump rewound and the it passed self-test. Customer also reported external flash error and pointers were invalid. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors or time/date reset noted during testing. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, missing end cap address label, keypad overlay texture damage and minor scratches on lcd window.